Event description:
It was reported that the autopulse resuscitation system stopped after a few compressions indicating "replace battery." Batteries with serial numbers 51432, 53082 and 52369 were returned for testing. No adverse event reported.

Manufacturer narrative:
Reported complaint was verified for two of three batteries before the batteries were charged. Batteries passed testing after they were charged. The 3rd battery worked as expected (as received). Therefore, the most likely cause for the experienced event is that the two batteries were not fully charged when used. Battery serial #(B)(4) was deployed (as received) with a standard test manikin and board for 54 minutes until a "replace battery" was noted. Battery serial #(B)(4) was deployed (as received) with a high resistance chest mannequin and worked for 5-7 compressions until a "replace battery" was noted; then continued on a standard test mannequin for 45 minutes. Battery serial #(B)(4) noted a "replace battery" (as received) upon insertion into the test board. After charging all 3 batteries passed power testing. Therefore, the most likely cause for the experienced event is that the two batteries were not fully charged when used. No adverse event reported. Add'l serial #s - (B)(4) (battery #2); (B)(4) (battery #3).